Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 18g insyte autoguard device was returned for investigation. A microscopic examination revealed a slit in the catheter tubing at the tip. The IV catheter was noted to be intact, and no part of the catheter tubing appeared to be missing. The overall length of the IV catheter was within specification, and the formed tip appeared to be complete. The cause of the slit could not be determined. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or during the insertion process. There were no similar complaints for the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that "during placement of IV catheter, flashback obtained and when attempting to advance catheter, the tip broke off and was lodged inside the pt's arm". Additional information 2/19/2026: date of occurrence was (B)(6) 2026. Yes, there was resistance when trying to advance the catheter after getting flashback site was very painful/tender for patient and piece of catheter was palpable at the site, no other symptoms noted the provider attempted to extract the retained tip using sterile procedure with a scalpel and sterile instruments but was unsuccessful. We attempted to use us to locate the retained tip, but this was also unsuccessful. The provider consulted general surgery, but I'm not sure what the follow-up was with that. From my understanding, the following night the patient reported that the pain improved and nothing else was done, but I am not 100% sure. Correct, it was the tip of the plastic catheter. Needle was completely intact.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.